Manufacturer narrative:
The adhesive anomaly could not be confirmed on the opened and used sensors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the sensors were not adhering to her body. The sensors were failing out and causing irritation. A sensor caused an infection. The site appeared scabby. They treated the site with an antibiotic ointment and did not speak to her healthcare provider. The customer's father was unsure what her blood glucose level was. The customer was advised that the device would be replaced and agreed to return the product for analysis.